Event description:
Customer reported device = 118 mg/dl and twenty minutes later, device = 201 mg/dl. Spouse states customer passed out before being able to eat lunch. Spouse called 911. Paramedics device = 28 mg/dl. Paramedics treated with a glucose IV and transported to the hospital where they received another IV. No controls. A request was made for return product and replacement product was sent.